Event description:
I would like to make you aware that (B)(6) has found metal shaving in our extremity surgical packs. The contractor has been notified, we have pulled the lot (22) and sequestered them. However, it was noted that this is a national contract so this could potentially affect more than just (B)(6). National center for patient safety was notified. Manus medical lot # 1589526 catalog# mmok009-03.